Manufacturer narrative:
The pump was received with no button response due to moisture damage on the keypad traces. No button error alarm was noted. Unable to perform the unexpected restart, displacement, rewind, operating currents, basic occlusion, occlusion, prime, off no power, excessive no delivery or self tests due to no button response. Unable to confirm the motor error, unexpected restart or external ram crc error alarms due to no button response. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for motor error, reset error, and a memory error. The customer did not recall the blood glucose reading. The drive support cap appeared normal and recessed. During troubleshooting, the act button was not responding properly. The blood glucose reading was 122 mg/dl. The customer reported that the issue with the keypad had occurred previously. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.